Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose level. The customer's blood glucose level was 26 mmol/l. It was reported that the customer had current blood glucose levels of 6.2 mmol/l at the time of incident. It was reported that the customer experienced ketones. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was feeling nauseous, groggy and sick. They treated themselves with pen. It was reported that the customer changed infusion set three days ago. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test and self test. (B)(4).